Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial#: unknown, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was receiving 500 mcg/ml gablofen at 131.32 mcg/day via an implantable infusion pump. It was reported that there was an empty reservoir. The patient missed an appointment and was non-compliant so on (B)(6) 2020 the low reservoir occurred and sometime after that the empty reservoir occurred. The date of the empty reservoir could not be determined. The pump was refilled and the pump was updated, but the hcp had programmed the low reservoir at 40 ml. The patient would be contacted to come back to the clinic to correct the programming. No symptoms were reported. No further complications were reported.